Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main pcba (printed circuit board assembly) and turbine interface for evaluation. The unit was installed, powered on and alarmed xdcr fault (transducer fault), hence the reported problem was duplicated. The failure analysis technician determined the root-cause to be the exhalation flow transducer located at pt802, sensor, differential pressure. This issue will be internally investigated within carefusion.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the vela ventilator, the unit displays xdcr (transducer) error in the event log. The customer performed xdcr calibrations and reported the exhalation differential pressure transducer failed. The issue occurred during testing and there is no report of patient involvement associated with the event.